Event description:
It was reported that there was event with a "light cable". According to the information received, the fiber optic cables 495tip (4 pieces) which fall off during the use of the optics due to the rotation of the camera. Thus it came today to a burn of the op-cover cloth as well as to the burn of the finger of a physician. As a result, the customer is requesting that the article 495tip (4 pieces) be exchanged under warranty, as the new 495tip (see attachment) now have a safety lock." Additional information surgery time extension 15 min: yes. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). On the returned four fiber optic light cable 495tip, lot code op01 no failure was found. They are in full working order. From a technical point of view, the complaint is not justified. Statements in regard of hot components and high light intensity are listed in the corresponding IFU.